Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation two devices, opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and engineering review, and an evaluation of the returned device. A broken needle was observed in the jaws of each instrument. Each needle broke at the suture attachment site. Instrument two had a broken toggle switch. The broken switch was not received. The broken needle was removed from the jaws of each instrument. Instrument one was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on each needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Functional testing of instrument two was precluded due to the observed damage. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken needle and broken switch. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Event description:
Procedure: nissen. According to the reporter, during use, one of the jaws on the device bent causing misalignment. A new device was opened. During use of the second device, the green toggling mechanism broke off. Nothing disengaged into the patient's cavity. There were no adverse events associated with the reported issues. The case was completed without any further problems. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was no bleeding. The surgical time was not extended by more than 30 minutes. Patient was discharged home as planned.